Event description:
It was reported that during a breast augmentation revision a mentor smooth round moderate plus profile 475cc saline prosthesis deflated intraoperatively. The procedure was delayed ten minutes. There were no patient consequences. This device was intended to be a replacement device resulting for a separate event reported under 1645337-2023-00149.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 21, 2023. The lot and serial number were clarified to be (B)(6) , respectively. A manufacturing record evaluation was performed for the finished device 9702353 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).